Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The plastic bumper on the device fractured into three pieces and all pieces were returned. The bumper also has numerous nicks and gouges in the surface. The device was manufactured in 2009 and exhibits signs of extensive wear/ usage. This failure mode has been previously identified. Since the manufacturing of the complaint device, design changes have been implemented to reduce the occurrence of this failure. This device was manufactured prior to the implementation of those changes. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the plastic element of the impactor cracked and broke during impaction in the cementing phase of the operation. Backup device available. No injuries or delays reported.